Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, dysplasia and fsh abnormal. Concurrent conditions included gallstones, spotting between menses, cyst, pap smear abnormal, uterine bleeding, endometrial biopsy, blood thyroid stimulating hormone abnormal, lh abnormal, procedural pain, cervicitis, adenomyosis and leiomyoma nos. Concomitant products included phentermine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anaemia ("other injury(ies) or complication(s) please describe: anemia"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and headache ("frequent headaches"). On (B)(6) 2016, the patient experienced cervical cyst ("injury(ies) or complication(s) please describe: nabothian cysts,"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced iron deficiency anaemia ("anaemia"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("gi conditions") and dysgeusia ("metallic taste"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue, abdominal pain, vulvovaginal pain and headache had resolved and the iron deficiency anaemia, migraine, dyspareunia, cervical cyst, anaemia, pelvic discomfort, gastrointestinal disorder and dysgeusia outcome was unknown. The reporter considered abdominal pain, anaemia, cervical cyst, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure sterilization on (B)(6) 2009 (as per mr-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:abdominal pain, nabothian cysts,dysmenorrhea, anemia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : new events added : "gi conditions, metallic taste", iron deficiency anemia. Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, dysplasia and fsh. Concurrent conditions included gallstones, spotting between menses, cyst, pap smear, uterine bleeding, endometrial biopsy, tsh, lh, procedural pain, cervicitis, adenomyosis and leiomyoma nos. Concomitant products included phentermine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anaemia ("other injury(ies) or complication(s) please describe: anemia"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and headache ("frequent headaches"). On (B)(6) 2016, the patient experienced cervical cyst ("injury(ies) or complication(s) please describe: nabothian cysts,"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue, abdominal pain, vulvovaginal pain and headache had resolved and the migraine, dyspareunia, cervical cyst, anaemia and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, anaemia, cervical cyst, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure sterilization on (B)(6) 2009 (as per mr-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:abdominal pain, nabothian cysts,dysmenorrhea, anemia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs& mr received reporter information was added. Case become incident injury nos replaced by new event pelvic pain, vaginal hemorrhage, menorrhagia, migraines, headaches , nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nabothian cysts, anemia, vaginal pain, abdominal pain. Severity added vaginal pain, abdominal pain and event outcome added vaginal hemorrhage, menorrhagia, nausea, headaches, vaginal pain, abdominal pain, pelvic pain, fatigue. Concomitant drugs, medical history, lab test was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.